Manufacturer narrative:
(B)(6). If explanted; give date: n/a (not applicable). The lens remains implanted. This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had endophthalmitis three (3) days after implanting model zxr00v tecnis multifocal iol (intraocular lens). Cells were also confirmed in the eye and the interior of the eye was washed on (B)(6) 2018. Reportedly, the inflammation was not so bad, so it was to be observed for a while. According to the doctor, the patient was weeding after the operation, which it may have been infected with bacteria at that time. Fibrin was precipitated even after washing the eye on the (B)(6) and they are observing the progress at the hospital. Observation at the hospital was due to postoperative endophthalmitis and it was not diagnosed whether it is still infectious or if tass (toxic anterior segment syndrome) was present. It was reported that the inflammation has ceased, but the turbidity has been progressing to the posterior segment of the eye and the doctor plans to undergo vitreous surgery. Additionally, vitreous surgery was performed and inflammation was reported. It was indicated that iol has not been replaced. Reportedly, there is bleeding from the retina and the patient has not recovered yet. The visual acuity is about 20/100 (0.2) but there is also a mild dementia and there is no plan to replace the lens with a monofocal iol. The doctor will use a monofocal lens when the patient needs another eye operation. No additional information provided.

Manufacturer narrative:
Based on new information received, patient's distant visual acuity recovered to 0.8. A lens replacement was not done. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.